Event description:
A 2.5 mm diameter x 18 mm length endeavor mx2 drug-eluting coronary stent delivery system was inserted into a pt for the treatment of an unk lesion. The vessel morphology was not reported. It was reported that the endeavor sds was inserted however, was unable to cross the lesion. The sds was removed and the lesion was pre-dilated. The endeavor sds was reinserted into the left main to the circumflex when the stent dislodged proximally. The stent was post dilated from the left main into the circumflex. No further info has been obtained. No clinical sequelae were reported and the pt is fine.